Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: (500 mg/dl and 150 mg/dl), (30 mg/dl and 140- 170 mg/dl), and (400's and 100's mg/dl). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The lot number was not known; therefore, the device manufacture date cannot be known.